Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 (mg/dl). Reportedly, the customer states they may have missed taking a correction bolus prior to event. Customer administered a correction bolus to stabilize bg levels. Recommendation was made to discuss possible factors that may affect bg levels with health care provider.